Manufacturer narrative:
Additional devices reported for the same event: product ID: model #1650de / serial# (B)(4) / expiration date 2015-09-30 / UDI # (B)(4). Brand name: heartware ventricular assist system - battery no, not returned to manufacturer, initial product ID: model #1650de / serial# (B)(4) / expiration date 2018-02-28 / UDI # (B)(4). Brand name: heartware ventricular assist system - battery. No, not returned to manufacturer initial this device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. (B)(4).

Event description:
It was reported that the three (3) batteries were involved with power switching. There were no associated alarms or pump stops with the reported event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
H10 product event summary: three (3) batteries (bat510779, bat200853, bat510744) were returned for evaluation. Three (3) batteries (bat510751, bat581802, bat581803) were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller, con303112, contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log files revealed one (1) critical battery alarm due to a communication error involving bat200853. Analysis of the data log files revealed several premature power switching events due to momentary disconnections involving bat510779, bat510751, bat510744, bat200853 as well as power switching events due to communication errors involving bat510779, bat510751, bat200853. Data log files also revealed multiple instances involving bat200853, bat581802, bat510751, bat581803, and bat510779 where the batteries¿ relative state of charge (rsoc) was between 101-201, which are indicative of communication errors. As a result, the reported events were confirmed. The most likely root cause of the reported power switching event can be attributed to momentary disconnections and communication errors between the controller and batteries. The most likely root cause of the reported critical battery alarm can be attributed to a communication error between the controller and battery. Possible root causes of the reported communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. An internal investigation examined momentary disconnections. Additional products: d4: serial#: (B)(6); h6: FDA method code(s): 4112 h6: FDA conclusion code(s): 12; d4: serial#: (B)(6); h6: FDA method code(s): 10, 4112 h6: FDA conclusion code(s): 12; d1: heartware ventricular assist system ¿ battery; d4: model#: 1650de / catalog#: 1650de / expiration date: 28-feb-2018 / serial#: (B)(6); UDI#: (B)(4); d10: no; h3: yes; h4: mfg date: 28-feb-2017; h5: no; h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12, 4307; d1: heartware ventricular assist system ¿ battery; d4: model#: 1650de / catalog#: 1650de / expiration date: 30-jun-2018 / serial#: (B)(6); UDI#: (B)(4); d10: no; h3: yes; h4: mfg date: 30-jun-2017; h5: no; h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307; d1: heartware ventricular assist system ¿ battery; d4: model#: 1650de / catalog#: 1650de / expiration date: 30-jun-2018 / serial#: (B)(6); UDI#: (B)(4); d10: no; h3: yes; h4: mfg date: 30-jun-2017; h5: no; h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Logfile review indicated that one battery also exhibited a critical battery alarm and that six batteries also had communication errors. Three batteries remain in use.

Manufacturer narrative:
Product event summary: the batteries (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the batteries¿ connection to a controller during the analysis of the units. Results revealed that the electrical connections between the batteries and controller were stable. Log file analysis revealed that the controller, (B)(4), in use during the reported event contained a software feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). Additionally, data logs revealed power switching events due to communication errors involving (B)(4).. The most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries. Other devices involved in this event: d1: heartware ventricular assist system ¿ battery d4: battery / (B)(4) / model #: 1650de / expiration date: 2015-09-30 UDI #: (B)(4). D10: yes, return date: 2018-02-19 h3: yes h4: mfg date: 2014-09-30 h5: no h6: patient code(s): c50675 h6: device code(s): c63030 h6: FDA method code(s): 10, 23, 38, 3372 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 25 d1: heartware ventricular assist system ¿ battery d4: battery / (B)(4) / model #: 1650de / expiration date: 2018-02-28 UDI #: (B)(4). D10: yes, return date: 2018-02-19 h3: yes h4: mfg date: 2017-02-28 h5: no h6: patient code(s): c50675 h6: device code(s): c63030 h6: FDA method code(s): 38, 3372 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 25 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other devices involved in this event: medical device: battery / (B)(4). If information is provided in the future, a supplemental report will be issued.